Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. The customer's blood glucose level exceeded 500 mg/dl, but the specific value was unknown. The customer contacted technical support but did not take any corrective actions immediately. The case will remain open until the customer receives a charger to perform a pump reset. Upon follow up customer informed cts that charging supplies for mobi pump is lost. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed high bg by correction injection via mdi. Customer did not require assistance from a 3rd party. Customer went and purchased 3rd party charging supplies. Cts to email link to purchase new charging supplies and advised customer to follow up once they have been delivered. Cts confirmed customer has backup therapy as mdi.